Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Metaglene base plate positioning based on xr (B)(6) 2020 glenosphere/metaglene should have closer fit (ie. Metaglene in xr protruding out from glenosphere much more than usual. Furthermore, metaglene base plate does not appear to be flush/secured to bone). Was reviewed, after discussion with shoulder investigator, the metaglene should now be coded with mispositioning and continued to be coded for disassociation. The glenosphere should continue to be coded for disassociation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was required to revise a delta xtend tsr as the glenosphere had detached from the metaglene. The glenosphere central peg had snapped off in the metaglene and could not be removed. The polyethene cup, glenosphere, metaglene and three screws had to be removed. From the post-op x-rays of the primary surgery, it is suspected that the glenosphere was not fully seated on the metaglene. Disassociation of the glenosphere from the metaglene. Dor (B)(6) 2021.